Manufacturer narrative:
H10 corrected data: the close anatomical relationship between the valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic valve procedures. These events are mostly due to procedural factors and not related to the device. After further follow up with the customer it was discovered that the principal investigator assessed this adverse event as not device related. Therefore, since there is no allegation that the device cause or contributed to this event, this correction is being submitted and the event is no longer considered reportable.

Manufacturer narrative:
H10. Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a valve model 11500a21 experienced a bradycardia event that lead to permanent pacemaker implantation on post-operative day 26. As reported, there was an important degree of annulus calcification. No intraoperative complication occurred. Surgical access performed was median sternotomy. The patient was noted as to be discharged home one month and sixteen days after the procedure.